Event description:
The customer alleged that she took insulin based on a high contour blood glucose reading and had to go to the ER. The customer was unable to provide the high reading. She stated that a physician told her that her meter was not working, and she should not have taken the insulin. The customer was kept at the hospital overnight. She was unable to provide any more info about the event. It's assumed the customer was treated for hypoglycemia. The customer was unable to troubleshoot her contour system during the call. She was advised to return her test strips and meter for eval. Replacement products were sent to the customer.